Manufacturer narrative:
The faulty pcb assembly was evaluated. The buzzer was found to be broken upon visual examination. Results: confirmed buzzer does not function due to a faulty transistor. Conclusions: device was out of specification in a manner that relates to the event.

Event description:
A service center reported that there was no audible alarm on an mr850 respiratory humidifier. The printed circuit board (pcb) assembly was replaced at the service center and the faulty pcb was returned to MFR.